Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates there was no injury to the patient and the current condition of the patient is "fine, no consequence". The customer returned one, opened arterial kit for analysis. The guide wire was the only component included. Signs of use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was unraveled from one end. One major kink was also observed towards the center of the guide wire body. Microscopic examination confirmed that the core wire was broken adjacent to one of the welds; however, both welds appeared full and spherical. Visual analysis could not be performed on the catheter as it was not returned for analysis. The kink on the guide wire measured 240mm from the intact weld. The guide wire length from the intact weld to the point of separation on the core wire measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection could not be performed on the guide wire due to the severity of the damage. A manual tug test confirmed that the intact weld was secure to the coil and core wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of g uidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to one of the welds. The guide wire met all dimensional requirements during investigation testing. A full visual, dimensional, and functional testing could not be performed on the catheter involved with this complaint as it was not returned. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the root cause appears consistent with undue force applied during insertion/removal; however, without the catheter also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after placement of an arterial catheter, which was carried out without any problems, they experienced operator tried to remove the metal guide. This was met with unusual resistance. The surgeon nevertheless managed to remove the catheter, but it appeared to be severely altered, stretched and distended".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "after placement of an arterial catheter, which was carried out without any problems, they experienced operator tried to remove the metal guide. This was met with unusual resistance. The surgeon nevertheless managed to remove the catheter, but it appeared to be severely altered, stretched and distended".